Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with information to reset the pump and assisted in doing so, ensuring there was no recurrence of the malfunction code. The customer was advised to continue using the pump and to report any recurring issues.